Event description:
It was reported that instruments were scratched, damaged, and broken. The hospital refused to process due to sterility concerns.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that instruments were scratched, damaged, and broken. The hospital refused to process due to sterility concerns. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the quickset ace grater handle surface: 1) signs of heavy usage on the overall surface; 2) scratches on the plastic handpiece; and 3) deformations on the tip of device. No sign of breakage was observed on the device surface. Worn patterns were identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Scratches observed are consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. Deformations observed on the tip of the device were consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force applied while assembling or disassembling the device with its mating component causing to overload the device material. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a quickset ace grater head (244000550) as a j&j medtech orthopaedics sample. Functional test revealed both devices could assemble and disassemble as intended. The overall complaint was confirmed as the observed condition of the quickset ace grater handle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a0310 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.